Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 44 mg/dl at the time of incident. Customer other relevant blood glucose level was 37 mg/dl. Customer experienced stress as result of hypoglycemia. Customer alleging possible pump over delivery. Customer reports insulin pump was worn during a test around an magnetic resonance image. Customer was not using auto mode feature on insulin pump. Customer did receive sensor glucose value not available alert and change sensor alert. The reservoir will not be and insulin pump will be returned for analysis.